Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A replacement procedure is scheduled, however this device remains in-service at this time. No adverse patient effects were reported.